Event description:
It was reported that the customer had unexplained high blood glucose between midnight and 6am. The blood glucose levels were between 300 mg/dl and 350 gm/dl. The customer did not have time to perform troubleshooting. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.